Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to ensure the pump was not plugged into a power source and tried to restart it; these measures were unsuccessful. The customer was advised to use a backup therapy to prevent interruption in insulin delivery.